Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign matter found in the nozzle, other evaluation findings are as follows: there were deep scratches on the distal end plastic cover, the bending section cover glue was cracked, and the air/water supply failed due to the clogged nozzle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had bending manipulation and insertion tube defects. There was no report of patient harm. The device was returned, evaluated, and it was found that the nozzle was clogged with some black foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.